Event description:
It was reported that a user experienced hyperglycemia with a blood glucose of 393 mg/dl while using the ilet, with the cause unclear. Symptoms included elevated blood glucose. Outcomes included no reported hospitalization and no reported alerts or alarms. Investigation included phone-based troubleshooting and education, including instructing the user to disconnect and prime until visible drops to confirm insulin delivery and verifying a recent supply change. Investigation of this case revealed no confirmed device malfunction and no confirmed component malfunction, and the event remained consistent with unexplained hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.